Manufacturer narrative:
The explanted products were not expected to be returned. The physician planned to implanted a transvenous implantable cardioverter defibrillator (ICD) system at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to pocket erosion. No additional adverse patient effects were reported.